Event description:
It was reported that a malfunction occurred on the pump displaying malfunction code 12. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.